Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error identified as error 42. There was no adverse impact to the customer's blood glucose level. The customer independently completed a reset of their sensor, and after doing so, the cgm error code did not reappear. The caller successfully restarted their sensor session without further issues.